Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the patient reported experiencing diaphragmatic stimulation. X-ray imaging revealed that the lead had become dislodged. On (B)(6) 2015, the lead was explanted and replaced. The patient was noted to be in good condition following the procedure and would continue to be monitored.